Event description:
Increased problems with their asthma and rescue inhalers.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.